Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing of their cassette during treatment. The patient reported receiving patient line is blocked and air detected in cassette alarms during fill 2 of 6 of treatment and treatment was cancelled. At that point in time, the patient contact was advised to reset-up with new supplies and contact the patient's peritoneal dialysis registered nurse (pdrn). It was reported an alternate treatment was available. Upon follow-up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient contact is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated the patient did not complete treatment. The cassette is not available to be returned to the manufacturer for evaluation because it was discarded.